Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing. Therapy connector j16 pins were found lifted, hence the defib test failure during operational check.

Event description:
It was reported to philips that the device failed its defib test during the op check. There was no patient involvement.